Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one detached needle, one dispensed suture and one empty winding former outside its foil packet were received for analysis. Product code (B)(4). During the visual inspection, a short insertion was observed at the suture end, and no remnant was found within the needle barrel hole. Upon inspection it was determined that the needle and suture were detached due to the suture insertion did not meet the specified acceptance criteria. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Changed another one to complete the surgery. There is no report on patient's injury. During the visual inspection, a short insertion was observed at the suture end, and no remnant was found within the needle barrel hole. Upon inspection it was determined that the needle and suture were detached due to the suture insertion did not meet the specified acceptance criteria. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.